Manufacturer narrative:
Further investigation was conducted with the sales rep present during the surgery; also there was surgeon consultation with a scp surgeon faculty member and the practicing surgeon from the case. The surgeon from the case reported that the case went normally per procedure and that there was nothing unusual observed. He stated that 3cc of accufill was injected into the tibial area per standard technique. C-arm image from the surgery was reviewed and nothing unusual observed. The surgeon stated: no blood or fat was found in the aspirate taken from the joint that would indicate any recent traumatic injury. The expert consulting surgeon did not have any opinion as to what could have caused the complaint condition. There was not any info available that would lead to any indication or conclusion as to the cause of the condition of the tibia in the complaint.

Event description:
A surgeon reported (B)(6) 2015 that a pt who had received the subchondroplasty procedure back in (B)(6) 2014, her tibia was collapsing.